Event description:
Pt reported that she activated the device on (B)(6) 2010 at 1:26 pm. The first blood glucose result reported after activation was 303 mg/dl at 4:48 pm. Over the next half hour, she administered a correction bolus dose of insulin (3.05 units), ate about 50 grams of carbohydrates, and gave a meal bolus of 6.2 units of insulin, but her blood glucose remained elevated (320 mg/dl at 5:06 pm). Her blood glucose remained elevated (363-387 mg/dl) all of (B)(6) 2010 despite multiple insulin boluses. The device was deactivated at 6:35 pm after it initiated an alarm. Ten minutes later she was vomiting and went to the hospital. She was hospitalized with blood glucose above 500 mg/dl and large ketone test results.

Manufacturer narrative:
The returned product was thoroughly evaluated and the alarm condition reported by the pt was confirmed. The root cause of the alarm could not be determined. Testing found the fluid path to be unobstructed and the drive to have operated smoothly up until the alarm, indicating that the device was properly delivering insulin. No evidence of any malfunction or product condition that could have contributed to the pt's high blood glucose was detected. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide advised that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." To treat hyperglycemia it recommends checking for ketones anytime blood glucose is over 250 (and following healthcare provider guidelines if they are), taking a correction bolus as prescribed, checking blood glucose again after two hours, taking a second bolus by injection if it has not decreased, and finally, "if blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance and drink eight ounces of water every 30 minutes until blood glucose is within bg goal."